Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture behind the display. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: on investigation, there was visible moisture in the battery compartment and through the display lens. A leak test failed due to a leak at a crack in the battery compartment and at the display lens and pump seal. There was moisture throughout the interior compartment of the pump. The pump was unable to power on for testing due to the moisture damage. Investigation confirmed the complaint.